Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm could be confirmed with the returned 11v backup battery (serial # (B)(4)). The returned 11v backup battery had a deformed pin within the battery connector. Due to the deformed pin, the backup battery was unable to be tested with laboratory equipment. As a result of the not fully seated connection, a backup battery fault alarm would have resulted. A root cause that attributed to the deformed pin could not be determined during the evaluation. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. System controller (serial # (B)(4)) was shipped to the customer on 08dec2020. It was noted the system controller was shipped with 11v backup battery (serial # (B)(4)). Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ all alarm conditions are addressed including backup battery fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ heartmate 3 instructions for use ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a replace backup battery alarm occurred. The clinician disconnected and reconnected the backup battery several times but the alarm persisted. The backup battery was exchanged and the alarm cleared. The exchanged battery was returned for evaluation.